Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer dropped the pump and exposed it to cardiac catheterization. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.